Manufacturer narrative:
Na

Event description:
It was reported that the ventilator had stopped "pushing" air to the pt. The ventilator displayed the low o2 pressure alarm but there was no audible alarm when the reported problem occurred. Prior to the event, the ventilator had alarmed for low o2 pressure. The pt went into respiratory arrest. The pt was manually ventilated during the transport.